Event description:
Information was received indicating that during use of the cassette, leaking occurred. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: two pictures were attached and reviewed. Results: picture one shows a cassette product with a leakage from one of the bottom corners. Picture two show a cassette product in used conditions and with slide clamp activated. Sample received: one sample was received. Sample consist in one cassette product received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: the sample was fill whit 100 ml of colored water using a syringe to detect any leakage. Results: no leaks detected after filled the cassette ay bag. Conclusions: by sample received no leaks were detected, however by picture received complaint is confirmed by leak in one of the bottom corners of the cassette product. Root cause was traced to procedure not followed: form related to the procedure, for to register units with leak were not filling up, as well the method to test the units in process was not followed as is required, forcing the equipment to release parts with potential leak condition. The cause of the reported problem was traced to the manufacturing process. There were no relevant findings detected in the DHR.